Event description:
A caller reported that the indicated battery charge of the device dropped by 30% in a short period of time. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that the level remained within a normal range. As a resolution, it was noted that this was the first occurrence of the issue, and charging tips were provided to the customer.